Event description:
Upon removal of the sheath after a difficult case, the sheath began to unravel. The sheath was removed, but the coil was stretched. There were no patient problems reported.

Manufacturer narrative:
Evaluation: the customer returned one device in an used and damaged condition. An examination discovered the sheath material had separated approximately 9.3cm from the proximal end of the hub. It was also noted that approximately 4cm of coil material was exiting from the separated section. It should be noted that complete material separation did not occur. Based on the information provided and the characteristics displayed, it is feasible to say the device encountered excessive force during withdrawal due to a procedural related event or possibly due to scar tissue and/or human anatomy.